Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4)

Event description:
It was reported that during the device replacement procedure, the pacing pin of the existing right ventricular lead could not be inserted into the device. Some troubleshooting was performed to no avail. The device was not used. The lead was inserted back into the chronic device. No patient complications have been reported as a result of this event.